Manufacturer narrative:
Additional information received on 10 may 2017 and includes: the surgery was delay of 5 minutes. Batch review performed on 29 may 2017. Lot 172382: (B)(4) items manufactured and released on 23 march 2017. Expiration date: 2022-03-08. No anomalies found related to the problem on mat16745. To date, (B)(4) items of same lot have been already sold without any similar reported event. Not available.

Event description:
The orange extremity of the handle impactor was broken into the tibial wings impactor during the surgery. A second efficency kit has been open in order to complete the keel insertion. Instrument and picture aren't available.